Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; as a result of the device disassembly, it was confirmed that the harness for the spare lamp was lifted by a small piece of metal, preventing the turret from rotating. The reported error (e200) was caused by the turret not being able to rotate. Omsc guessed that the cause was that the harness for the spare lamp was displaced from the normal position due to the impact on the device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Clv turret error (e200) occurred. And during adjusting the white balance, front panel of the subject device was blinking. There was no report of patient injury associated with this event.